Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman access system was discarded; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman access system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered. It was further reported the thrombus material was noted both on the tip of the was and also inside the vcc dilator upon removal. The patient had noticeable spontaneous echo contrast (sec). The patient had another reattempt at the laa closure procedure after this event, and a closure device was implanted safely. The patient has been discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered. It was further reported the thrombus material was noted both on the tip of the was and also inside the vcc dilator upon removal. The patient had noticeable spontaneous echo contrast (sec). The patient had another reattempt at the laa closure procedure after this event, and a closure device was implanted safely. The patient has been discharged.

Manufacturer narrative:
B5: information added. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.